Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
The patient underwent an ion endoluminal lung biopsy procedure and subsequently developed a pneumothorax. The patient's pre-procedure chest CT revealed a left upper lobe paramediastinal mass along with numerous bilateral pulmonary nodules. Biopsies were successfully obtained from both the right upper lobe and left lingula regions. Following chest x-ray confirmation of a pneumothorax, a chest tube was promptly placed and connected to a pleurevac with suction. Subsequent serial chest x-rays the following day confirmed pneumothorax resolution, allowing for chest tube clamping and removal. The patient maintained oxygen saturations of 96% on room air, requiring no additional medical interventions beyond standard chest tube management. According to the physician, the ion system, instrument, and accessory functioned correctly without complications. The patient experienced no specific symptoms related to the pneumothorax and was discharged home in stable condition with breathing patterns consistent with pre-procedure baseline. During the subsequent oncology follow-up, the patient remained clinically stable with o2 saturation at 96% and continued baseline respiratory function.